Event description:
It was reported that this right atrial (ra) lead was surgically explanted because the helix had become deformed, which was confirmed by fluoroscopy showing that the helix on the ra lead was stretched and elongated. This ra lead was replaced. No additional adverse patient effects were reported.